Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381012 and lot number 5191509. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Event description:
It was reported that blood splatter occurs when blood passes the valve during safety function activation during use. Previous reports indicated potential delays in tourniquet removal. Despite recommendations to remove it immediately after catheter advancement and activate the safety function, this practice has not improved, hence this pir report. Although the tourniquet was removed 2-3 seconds after puncture and catheter advancement, blood frequently splashed onto the patient's arm when the safety function button was pressed. There were no instances of needle abandonment during or after removal. We have received comments indicating that the exposure was limited to the patient's arm and there was no further exposure.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.